Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up completely. The review of system logfiles shows errors of fdcsib, tsm, collimator. Upon troubleshooting, the field service engineer (fse) identified the issue with pdu fan tray. To resolve the issue, the fse replaced pdu (power distribution unit) fan tray and reloaded the suite pc software. The defective part was returned for analysis, and the results of part analysis conclusively determine the cause of the psu4 malfunction is ac/dc power supply. After the replacement and software reload, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.